Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 the surgeon noted that a 12.6mm vticmo12.6, -15.00/2.0/107 (sphere/cylinder/axis), implantable collamer lens was broken/torn after injection into the left eye (os). The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.cause of event was unknown.